Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was the pt said for about a week their device quit working. It use to take an hour to charge the ins from 0% to 100% but now when they go to charge their ins the ins battery was only down to 90% battery so it only took 10 minutes to charge to the ins. When they go to charge their ins the ins started at 90% even after a week of being used for their back. Before a week ago they could feel the ins working and had no pain but now they were currently having pain. Pt said therapy was turned on and they had not tried to adjust therapy. During call agent attempted to walked pt through on changing therapy and they were getting no device response so they reset communicator and closed all applications but when trying to connect they got unable to connect. Pt then attempted to recharge their ins and they got excellent connection and the ins battery was at 0%. Pt commented that their ins battery was sticking half way out of the skin. When agent asked to clarify the pt said they could feel the ins battery if they touched their back. The ins battery was slowly getting out of their skin for it was very noticeable; the neurostimulator inside of them was never really inside of them for it was trying to work itself out. . The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.